Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the reported event of receiver error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review did not indicate a transmitter error alert on the issue date. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.